Event description:
Revision surgery - due to metal levels being elevated and pain. The was no wear apparent in the liner/head.

Manufacturer narrative:
The reason for the revision surgery was for elevated metal levels and pain. No information about any patient injuries, activities, accidents, medical contraindications, allergies, 3rd body wear or other factors that could have contributed to revision was provided with this complaint. No x-rays of the components in-vivo were provided for review. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device, so it was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). A definitive root cause cannot be determined with confidence. Several factors that can contribute to this event include hypersensitivity to metal, increased metal wear due to high patient activity level, malposition of components, trauma or excessive range-of-motion. There is no evidence that a material, design, or dimensional problem contributed to the revision surgery.